Event description:
It was reported that following a successful dual chamber leadless pacemaker (lp) implant, the patient experienced dizziness due to pacing pauses. The capture threshold was tested at different frequencies and different postural positions. No anomalies were observed. Abbott technical support was alleged that the event was due transient capture threshold elevation that resulted in loss of capture on the right ventricular lp. The patient is currently hospitalized and will continue to be monitored. The patient was stable.